Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced severe hyperglycemia with a blood glucose reading around 600, accompanied by headaches and fatigue, and was taken to a hospital where insulin was administered; trace ketones were present, the patient was discharged the same day, and ilet use was resumed. Symptoms included hyperglycemia. Outcomes included medical attention at a hospital without overnight stay. Investigation included interviews and analysis of information provided by the patient¿s caregiver. Investigation of this case revealed no specific device problem identified and no device component implicated. It was concluded that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.